Manufacturer narrative:
Device not returned to manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that during a case the mvs screen was black, but the line power light and the system power light were on. The system was able to fully boot. They rebooted the system with no resolution. They turned the monitor power on and off also with no resolution. They pressed the toggle keys on the monitor and were unable to see monitor settings. Site chose to abort the use of the imaging. Issue occurred intra/peri-operatively with less than one hour delay to surgical time. There was no reported impact to patient outcome.